Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage, heavy periods and chlamydial infection. Concurrent conditions included diabetes, thyroid disorder nos, hot flashes, chronic cervicitis, adhesion and adenomyosis. Concomitant products included norethisterone (micronor) from 8-apr-2015 to 1-jul-2015 for birth control, metformin for diabetes, thyroid (armour thyroid) for thyroid disorder nos as well as diclofenac and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("hypersensitivity/ nickel allergy"), alopecia ("hair loss"), night sweats ("night sweat"), abdominal distension ("bloating") and food allergy ("allergic or hypersensitivity reaction type: unable to eat eggs"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), mood swings ("mood swings"), hormone level abnormal ("hormonal changes"), migraine ("migraines / headaches"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (lavh (hysterectomy (full) with bilateral salpingectomy and removal of essure coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, back pain, night sweats, abdominal distension, arthralgia and food allergy outcome was unknown and the fatigue and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, fatigue, food allergy, hormone level abnormal, menorrhagia, migraine, mood swings, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, (B)(6) 2015-hysterectomy with bilateral salpingectomy. Both tubal ostia were visible. The essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and 3 number of coils on the right remaining ¿concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower, mood swings, fatigue". Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical record received: historical condition, concomitant disease and medication, events (allergic or hypersensitivity reaction type: unable to eat eggs, night sweats, joint pain and bloating) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, mood swings and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower, mood swings, fatigue" most recent follow-up information incorporated above includes: on 31-jan-2018: events- "cramping, mood swings and fatigue" added. Reporter added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage, heavy periods and chlamydial infection. Concurrent conditions included diabetes, thyroid disorder nos, hot flashes, chronic cervicitis, pelvic adhesions and adenomyosis. Concomitant products included norethisterone (micronor) from (B)(6) 2015 to (B)(6) 2015 for birth control, metformin for diabetes, thyroid (armour thyroid) for thyroid disorder nos as well as diclofenac and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("hypersensitivity/ nickel allergy"), alopecia ("hair loss"), night sweats ("night sweat"), abdominal distension ("bloating") and food allergy ("allergic or hypersensitivity reaction type: unable to eat eggs"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), mood swings ("mood swings"), hormone level abnormal ("hormonal changes"), migraine ("migraines / headaches"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (lavh (hysterectomy (full) with salpingectomy and removal of essure coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, back pain, night sweats, abdominal distension, arthralgia and food allergy outcome was unknown and the fatigue and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, fatigue, food allergy, hormone level abnormal, menorrhagia, migraine, mood swings, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, (B)(6) 2015-hysterectomy with bilateral salpingectomy. Both tubal ostia were visible. The essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and 3 number of coils on the right remaining. ¿concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower, mood swings, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage. Concurrent conditions included diabetes and thyroid disorder nos. Concomitant products included metformin for diabetes, thyroid (armour thyroid) for thyroid disorder nos as well as ibuprofen and nsaid's. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), mood swings ("mood swings"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("hypersensitivity/ nickel allergy"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (lavh (hysterectomy (full) with salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, allergy to metals and back pain outcome was unknown and the fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, (B)(6) 2015 - hysterectomy with bilateral salpingectomy. ¿concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower, mood swings, fatigue" most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, salpingectomy, hypersensitivity reaction nickel allergy, hair loss and did not undergo an essure confirmation test. Lot number added. Lavh (hysterectomy (full) with salpingectomy and removal of essure coils on (B)(6) 2015. Concurrent condition and concomitant medication updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.